Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check, internal leakage test (system volume too large). Moisture/water traces inside the air gas module was found. The conclusion was that the air gas module needed to be replaced as it was mentioned as defective. The device logs were not received and the air gas module was not returned for investigation. Moisture/water in supply gases into a gas modules can cause failure which might lead to a stop of ventilation or high pressures. Alarms will be generated. The most probable source of moisture/water into a gas module is moisture from the hospital's gas supply system and/or external compressor. The root cause of the reported event has not been determined.

Event description:
Manufactures's ref #(B)(4).